Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic harvesting procedure, the btt ruptured on the vasoview hemopro 2. The case was continued and the co2 did not leak out. The incision was sutured so that the co2 would not leak out. The same device was used to complete the procedure. The hospital did not report any pt effects.